Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the screw in site 3 was loose and was tightened. The patient send home. This happened in 2016 unknown date.